Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 416 to 501mg/dl and infusion set leaks. Customer treated with the pump. Customer indicated that they will change the infusion set and also noticed that the tubing is cracked. Troubleshooting indicated to return the infusion set for further analysis. No high blood glucose was performed and no further details given.